Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced product damage. The following information was provided by the initial reporter: the root of the needle was cracked.

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the root of the needle was cracked. The returned syringe was examined and exhibited a deformed barrel and a broken flange. Unable to perform DHR check for hub damaged/cracked and flange broken due to unknown lot number. A probable root cause was noted to be the barrel likely being deformed in the prep dial prior to assembly.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced product damage. The following information was provided by the initial reporter: the root of the needle was cracked.